Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 8:30 am after receiving higher than normal blood glucose readings from her prodigy diabetes meter. The end user performed a blood glucose test with a result of 290 mg/dl and went to the ER. Upon arrival to the ER her blood glucose was 132 mg/dl. No treatment was administered due to her blood glucose reading was within the normal range and did not warrant any further actions. After 20 minutes the end user was discharged from the ER. No additional details were provided in relations to this medical event.